Event description:
Pt in ventricular tachycardia. Attempted to defibrillate. Defibrillator would not charge. Defibrillator was being used mated with a physio control quick combo defibrillation and pacing adapter. It was later found that the locking lever used to mate the devices had become partially dislodged preventing charging of defibrillator. The lever is difficult to see and no warning is generated to point operator to source of problem.